Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) displayed a low out of range (oor) shock lead impedance (sli) measurement of 0 ohms. The field representative stated that the patient was an auto mechanic and was at work at the time of the oor sli measurement. Boston scientific technical services (ts) discussed that it could be due to electromechanical interference (emi). It was also noted that the patient¿s sli measurements had been very stable since implant except for this one measurement. The device was interrogated remotely and all subsequent sli measurements were within normal limits. It was determined that emi caused the zero measurement. The patient lived on a farm and was around machinery. This system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.